Event description:
Patient called vad office (B)(6) 2024 to state that there was a new onset of driveline power fault alarm. Per patient no symptoms and vad numbers were normal. (Patient admitted to showering without covering modular cable connection.) Patient came into clinic where modular cable connection was inspected with noted debris within the connection. Modular cable and controller exchanged.